Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided as part of the rt265 infant dual heated evaqua2 breathing circuit was received at our fisher & paykel (f&p) healthcare regional office in china where it was visually inspected by a trained f&p healthcare service technician. The customer also provided additional information relating to the reported event upon request. Our investigation is based on the information provide by the f&p healthcare service technician, the information provided by the customer, and our knowledge of the product. Results: visual inspection of the subject mr290v vented autofeed humidification chamber at our regional office observed that the base was leaking, confirming the reported issue. Further inspection of the provided video and photograph was performed and observed that there was a crack at the base flange. The dome was also leaking water. Conclusion: without the return of the mr290v vented autofeed humidification chamber provided as part of the rt265 infant dual heated evaqua2 breathing circuit, we are unable to determine the exact cause of the reported fault. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. Use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A distributor reported on behalf of a healthcare facility in china than an mr290v autofeed humidification chamber, provided as part of an rt265 infant dual-heated evaqua2 breathing circuit, was found to be leaking before use. There was no reported patient involvement.